Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared a temperature alarm. Reportedly, the pump was laying inside a bag on the floor outside where the temperature conditions were 100-102 degrees fahrenheit. The customer's blood glucose level was 200 mg/dl. The alarm was cleared and the customer was able to resume insulin delivery. Tandem technical support advised the customer that the pump was working as intended; the customer acknowledged.